Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report that a patient received coolsculpting treatment to their inner thigh and lower abdomen on (B)(6) 2018 using the coolmax applicator and coolfit applicator and developed paradoxical hyperplasia.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report that a patient received coolsculpting treatment to their inner thigh and lower abdomen on (B)(6) 2018 using the coolmax applicator and coolfit applicator and developed paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: d1.

Event description:
Allergan received a report that a patient received coolsculpting treatment to their inner thigh and lower abdomen on (B)(6) 2018 using the coolmax applicator and coolfit applicator and developed paradoxical hyperplasia.